Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea, pain and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the xience sierra 2.5x12 mm stent was implanted in the first obtuse marginal coronary artery and the xience sierra 3.25x23 mm stent was implanted in the proximal left anterior descending coronary artery (lad). On (B)(6) 2019 the patient was seen in the emergency room with worsening shortness of breath related to coronary artery disease and pain in the right extremity related to coronary artery disease. Revascularization was performed on (B)(6) 2019 in the target lesion to treat restenosis. The patient had intermittently forgotten to take the dual antiplatelet therapy medications. The condition resolved on (B)(6) 2019. No additional information was provided.